Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. Mp board and any necessary components were replaced to ensure proper operation of the pump. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump got wet, began to beep, and then went blank. Diagnosis or reason for use: pah. Dose or amount: 34 ng/kg/min, frequency: continuous. Route: IV. No reported adverse effects.